Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in partially extended position. Visual inspection found dried body fluid around the helix. The outer coils were misaligned at approximately 140 millimeters (mm) from the terminal end. A helix mechanism test failed due to the helix being deformed. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was replaced and not implanted. No adverse patient effects were reported. According to the additional information, a tissue was present in the helix, preventing retraction. As a result, the physician requested a new lead.

Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was replaced and not implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was replaced and not implanted. No adverse patient effects were reported. According to the additional information, a tissue was present in the helix, preventing retraction. As a result, the physician requested a new lead.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.